Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked and bleeding lcd glass and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he fell on the insulin pump and broke the screen. The blood glucose reading was 113 mg/dl. He stated that the reservoir and infusion set showed no signs of damage. Nothing further was reported.